Manufacturer narrative:
There was no patient involvement and no patient information has been provided. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(4). The affected device was requested back to the manufacturer site for a detailed investigation. Results revealed a fluid ingress as the cause of the reported event. The use condition by the user (i.e. Extensive exposure to liquid, e.g. During cleaning) could have contributed to the failure reported. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm stopped in the closed position at the end of the procedure displaying an error message. After the procedure the clamp was opened and some drops of fluid were found on the motor housing. There was no report of patient injury.